Event description:
A patient reported that the battery of their device was only lasting two days on a full charge, and the battery percentage was dropping drastically from 60% to 15% within 20 minutes, posing a safety concern, especially at night. There was no reported impact to the customer¿s blood glucose level. The customer declined further troubleshooting.